Manufacturer narrative:
This event will be updated once the investigation is complete. T rends will be evaluated.

Event description:
Allegedly, patient having problems since had the right knee replacement done.